Manufacturer narrative:
Case reference number (B)(4) (initial) is a spontaneous case initially received from a physician via company employee on (B)(6) 2026, regarding a 30-year-old male patient who had epicel implanted. On (B)(6) 2026, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. Qc lot release assay (implemented (B)(6) 2019) 3t3 residual assay q2c-136 was reported as less than 0.1 - pass. The patient's medical history included thermal burn. The patient's concomitant medication included vancomycin and meropenem, both for an unknown indication. On (B)(6) 2026, the patient received epicel (cultured epidermal autografts) (lot number: ee03619, and expiration date: 07-apr-2026) for burn graft. UDI number reported: (B)(4). On an unknown date, the patient received antibiotics, continuous veno-venous hemofiltration (cvv), and extracorporeal membrane oxygenation (echo). On (B)(6) 2026, the patient died (pt: death). It was unknown if the autopsy was performed. At the time of the report, the outcome of the reported event was fatal. The reporter assessed the event of patient died as serious due to being fatal and not related to epicel implantation. No further information was provided. Additional information was received on 17-apr-2026 and 20-apr-2026 and processed together with the initial. Company comment: vericel assessed the event of death as serious, not related and unexpected. The case qualifies as a 15-day-report. The case does not qualify as an MDR.

Event description:
Patient died [death].